Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted and explanted an micl implantable collamer lens, in the patient's eye. The reporter indicated this was the 1st of 2 lenses used for this patient - see MFR report # 2023826-2017-00754. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.